Event description:
The customer reported that the monitors would not display a live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the display adaptor board. The system operates as intended.